Manufacturer narrative:
Unit received with flashing medtronic logo. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing medtronic logo. Unable to download history files and traces using thump software due to flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test due to display anomaly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Reset the pump three times to determine flashing medtronic logo is permanent. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Problem isolated to the electronic assemblies. Unit also received with scratched case and pillowing keypad overlay. In conclusion, unit received with unexpected flashing medtronic logo. Problem isolated to the electronic assemblies. Unable to download history/trace files due to flashing medtronic logo. Unable to confirm pump error 28 and unresponsive keypad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, pump error 28, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l. Troubleshooting was performed for the event.customer reported receiving pump error 28. Customer was not able to clear error. Customer reported a keypad issue or received a button error. Customer identified the pump's time continues to advance. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.